Manufacturer narrative:
Date of event is an approximate. Refer to manufacturer report #3004209178-2018-13467 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient has 2 rechargeable implants and the 2011 implant only lasted for 6 months. No symptoms reported. No further complications were reported or anticipated with this event.